Event description:
It was reported that the patient had a pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up imaging procedure. The imaging showed no issues with the closure device. Four (4) months post procedure the patient was brought to the emergency department. The patient was noted to have a pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis and the patient made a full recovery. There were no other complications that were reported to have occurred.